Manufacturer narrative:
Multiple products were implanted including: catalog#: 1476300500, lot #:0355001w, qty: 1; 1476300500, 0396938w, 1; 2991226, h10f3502, 1; 4021522, zp08, 1; 5430230, h13g0735, 2; 5430230, h5079464, 3; 5430230, h5079615, 5; 5432136, 0360121w, 1; 5432138 , 0420175w, 1; 54740007560, h11e2821, 1; 54740008540, h13g3974, 1; 54740008545, h5196843, 3; 54740008570, h5170167, 1; 54740008580, h5164186, 2; 54790015535, h5199799, 1; 54790015540, h13t1211, 2; 54790015540, h5231912, 3; 54790016540, h5283532, 4; 7068396, h5210934, 1; 7068396, h5228166, 1; 9391623, um13e090, 1; g905h103, 0280211w, 1; gx811h300, 0425254w, 4. It is unknown which device contributed to the reported event. Neither the device nor applicable imaging films were returned to manufacturer for evaluation there we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent t10-s2ai: posterior fusion with transforaminal lumbar interbody fusion at l5/s and vertebral column resection at l1. On an unknown date post-op, patient developed proximal junctional kyphosis due to fracture of t10. So, patient underwent revision surgery on (B)(6) 2017 to extend the fixation range to t2-lower levels.